Event description:
Reporter stated that user at facility reported that unit was indicating that a final container was completed even though nothing had yet been pumped into it. For example, pressing main ID and entering pt number and then pressing main ID a second time would result in all displays having flashing dashes and the bag would be marked as complete in the software saying it was ready for the micromix. The same problem was encountered using auto ID. Changing cables, computers and pump modules did not resolve the problem. No pt involvement. Unit will be sent to product services for eval.

Manufacturer narrative:
Unit received dirty and tested as received. Unit passed all performance tests. The complaint could not be duplicated.